Event description:
It was reported that this inflatable penile prosthesis was not operating as intended. During surgical intervention, a hole with resultant fluid leak was identified in the top third of the reservoir. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Date of event - unknown, used explant date.